Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a high blood glucose, associated with an alleged inaccurate delivery issue. Reportedly, the patient was in the intensive care unit of the hospital with diabetic ketoacidosis. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, due to e-prom failure investigation for inaccurate delivery could not be conducted or completed. The pump booted with audible and continuous vibrate alert and the screen remained blank.